Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device returned has the distal tip broken 181 cm from the proximal section, the ballweld and the spring tip end were returned. The spring tip is unraveled. All the outer diameter (ods) are within specification. Od at the proximal part, middle section and polymer coating are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-nov-2016. It was reported that guide wire deformation occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 182cm luge¿ guidewire was advanced to the lesion. When the guide wire was in the artery, it started behaving differently and the physician pulled the wire out. The device was checked and it was noted to be distorted like "lengthening of a spring". The physician changed 3-4 luge¿ guidewires in the middle of the procedure as the devices were behaving differently but was noted okay when they were all removed. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed the distal end was broken.